Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the copilot was connected to the guide catheter. The guide catheter was advanced in the anatomy and the copilot was being reflushed. The valve on the copilot did not close enough when the device was being reflushed resulting in a leak at the bleedback control seal. There were no devices in the copilot when this occurred and no air entered the anatomy. Another copilot was used to complete the procedure without further incident. There was no adverse patient sequela. No additional information.